Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. The unit was analyzed and communication error 40067 was found indicating that a pack failed to route correctly on the usm, suj distal and proximal. Also found was error 32097 indicating a maxis error specifically ploop macm brake command watchdog errors reported by the act. It was coupled with brake state mismatch error 23098 thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported a 40067 error. System logs also showed errors 32097 and 31199 on universal surgical manipulator (usm) 4. Technical support had the customer do a power cycle with emergency power off (epo) and the system powered back on with no errors. The customer site was made aware the error could come back. The customer site called back after patient was asleep, but before incision was made and stated the error has reoccurred. The errors appear to be related to arm 4. Caller did not have option to disable arm. Technical support provided the option to attempt to proceed as a 3 arm case or swap patient side cart (psc), and surgeon opted to proceed as a 3 arm case. Technical support walked the caller through power off of system and user held the usm4 port clutch button and powered on system and recoverable fault was generated which allowed user to disable arm 4 and post completed as a 3 arm case. The procedure was completed with no reported injury.